Event description:
During review of the patient's programming history on (B)(6) 2013, it was observed that a faulted system diagnostics test occurred on (B)(6) 2009 that changed the patient's settings to faulted test settings. No final interrogation was performed and it was not until the patient's next visit on (B)(6) 2010 that these settings were observed and corrected. No patient adverse event was reported to have occurred due to this settings change.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of programming history.